Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, it was noted that only the inserters for the device were received. The anchors were not returned for investigation. Due to the anchors not returning, the complaint cannot be confirmed.

Event description:
It was reported that during a distal biceps tenodesis surgery the device could not be screwed into the drill hole, as the body of the anchor was damaged / bent during insertion. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 28-mar-2022: it was confirmed that 2x ar-1920sf (lot 12990795) are affected in this case and the device ar-1915sf with the lot 12943197 was falsely reported.